Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated complex midline incisional hernia and incarcerated right lower quadrant incisional hernia. It was reported that after the implant, the patient experienced adhesions, multiple small bowel loops and greater omentum incarcerated, open draining wound, volvulus, recurrence, abdominal pain, obstruction, defective mesh, pain/suffering, emotional distress, disability, impairment, loss of enjoyment of life, loss of care, comfort, and ulcerated midline laparotomy scar. Post-operative patient treatment included revision surgery and hernia repair with mesh.

Manufacturer narrative:
New information suggests that there were further issues after date of implant. File has been reopened. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated complex midline incisional hernia and incarcerated right lower quadrant incisional hernia. It was reported that after the implant, the patient experienced adhesions, multiple small bowel loops and greater omentum incarcerated, open draining wound, volvulus, recurrence, and ulcerated midline laparotomy scar. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated complex midline incisional hernia and incarcerated right lower quadrant incisional hernia. It was reported that after the implant, the patient experienced adhesions, multiple small bowel loops and greater omentum incarcerated, and ulcerated midline laparotomy scar. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated complex midline incisional hernia and incarcerated right lower quadrant incisional hernia. It was reported that after the implant, the patient experienced adhesions, multiple small bowel loops and greater omentum incarcerated, open draining wound, volvulus, recurrence, abdominal pain, obstruction, defective mesh, pain/suffering, emotional distress, disability, impairment, loss of enjoyment of life, loss of care, comfort, ulcerated midline laparotomy scar, inflammation, mesh failure, mental pain, and scarring. Post-operative patient treatment included revision surgery, hernia repair with mesh, and mesh removal.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated complex midline incisional hernia and incarcerated right lower quadrant incisional hernia. It was reported that after the implant, the patient experienced swiss cheese defects, serosal tear of small bowel, adhesions, multiple small bowel loops and greater omentum incarcerated, open draining wound, volvulus, recurrence, abdominal pain, obstruction, defective mesh, pain/suffering, emotional distress, disability, impairment, loss of enjoyment of life, loss of care, comfort, ulcerated midline laparotomy scar, inflammation, mesh failure, mental pain, and scarring. Post-operative patient treatment included abdominal wall reconstruction, revision surgery, hernia repair with mesh, enterolysis, enterorrhaphy, bilateral posterior abdominal component separation, transverse abdominis release, and mesh removal.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. New information shows that the product within this report did not contribute to the reported issue. No further reports will be sent for this product event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnoses: recurrent incisional hernia with obstruction, ulcerated midline laparotomy scar. Postoperative diagnoses: recurrent incisional hernia with obstruction x2 (midline and right lower quadrant extensive intestinal adhesions, internal hernia with small bowel volvulus, ulcerated midline laparotomy scar). Procedures: exploratory laparoscopy converted to laparotomy. Laparoscopic an open extensive enterolysis. Incarcerated complex midline incisional hernia repair with mesh. Incarcerated right lower quadrant incisional hernia repair with mesh. Reduction of small bowel volvulus and internal hernia. Excision of midline laparotomy ulcerated scar. The patient experienced adhesions, multiple small bowel loops, omentum incarcerated and adhered to prior mesh.